Manufacturer narrative:
(B)(4).the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery in (B)(6) 2015. Patient secondary procedure on (B)(6) 2016 and presented on (B)(6) 2016 with dry eye and punctate epithelial keratitis (pek) in both eyes. A brief description of the event says that 1+ pek was present in right eye and 2+ pek was noticed in left eye with central involvement. Uncorrected visual acuity in right eye is 20/20- and in left eye is os 20/50. Increased in artificial tears in both eyes and prescription for lotemax twice a day for 2 weeks then at bedtime for 2 weeks. Started patient on omega 3's 2000-3000mg/day. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of dry eye and blurred vision. Patient reported symptoms are not interfering with daily activities. Bcva (B)(6) 2015: right eye pre-op 20/20 3.50 x -.50 x 81, left eye pre-op 20/20 2.25 x .00 x 90. Bcva from (B)(6) 2016: right eye post-op initial surgery 20/20 1 .00 x -.50 x 86, left eye post-op initial surgery 20/20 .50 x -.50 x 96.